Event description:
It was reported that the ilet user experienced persistent hyperglycemia around 300 mg/dl after a supply change with an inset 6 mm, 23 inch infusion set. The issue was identified as an incorrectly deployed infusion set due to a needle guard left in place, which prevented proper infusion until the set was removed and replaced, after which insulin delivery was resumed as usual. Symptoms included hyperglycemia peaking at 350 mg/dl. Outcomes included the need for troubleshooting and education with successful resolution at home. Investigation included user interview and guided troubleshooting focused on infusion set placement and connection. Investigation of this case revealed an infusion set deployment error that impeded insulin delivery, consistent with improper set insertion or connector attachment. It was concluded, based on previously established findings for similar reports, that user setup error was the most likely cause.